Manufacturer narrative:
The user facility has not been able to provide further details of the event or the patient status. The device was not returned for evaluation. A plant evaluation is underway.

Event description:
A user facility reported that during a vaser surgery, they were unable to attach a probe to the vaser handpiece because the threading was stripped inside the handpiece. The patient was under general anesthesia when this occurred and they were unable to complete surgery.

Manufacturer narrative:
The device was not returned for evaluation despite multiple requests by the manufacturer. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial/lot number. The lot/device history review and/or trend analysis was considered acceptable and the product is performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.